Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompany the device states that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient's magnetic mattress has been changing the pressure level setting of the their strata valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.